Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with stent damage. Strut rows in the middle of the stent were raised. There were also kinks identified along the entire length of the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The lesion being treated was 95% stenosed located in the very tortuous and calcified left anterior descending (lad). Predilation was performed. The 2.50x28mm promus element stent was advanced but could not cross the lesion due to the vessel condition. The procedure was not completed and it was indicated that "the patient will undergo coronary artery bypass graft (CABG) surgery. There were no reported patient complications and the patient condition was stable. However, device analysis of the returned device revealed stent damage. This product is only ous approved but it is similar to an approved us device.